Event description:
It was reported that during surgery there was an issue with the suture sleeve of the lead not adequately preventing the lead from sliding. The suture sleeve was wiped down during procedure and the procedure concluded successfully. The patient was discharged.